Event description:
A 66-yr-old pt with increased discomfort had suspected silicone implant leakage. Taken to or 3/15/95 for removal of both implants and capsulectomy on both breasts. Or findings: mastodynia secondary to breast implants with mild leakage of implants.